Manufacturer narrative:
Added information to section e1 (telephone number) and h6 (investigation findings and investigation conclusions). H11. Additional narrative/data. The device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a patient with a 3300tfx25mm valve implanted in aortic position underwent a valve-in-valve (viv) intervention after an implant duration of eight (8) years and six (6) months due to degeneration leading to severe stenosis and moderate regurgitation. As reported, on echo were found regurgitation and stenosis (mean gradient of 83mmhg) classified as nyha 3-4 and ejection fraction (ef) of 60.4, thickened leaflets and restricted opening of aortic valve. Patient presented with 5 day progressing shortness of breath and orthopnea. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient outcome was noted as to be in stable condition.